Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/0.5/169 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a same model but different length lens; with a small cylinder change and noted "the cylinder was adjusted during the second surgery which did not affect the patient's visual acuity and visual quality". The problem was resolved. The cause of the event was reported as unknown.